Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer delivered a bolus to address the occlusion alarm. Customer¿s blood glucose level was 95 mg/dl.